Event description:
The patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed cosmetic damage to the external paint on the pump case and demonstrated that the pump was operating within required specifications and delivery accuracy.